Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6) , 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) , 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) , 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) , 320-15-05 - eq rev locking screw. (B)(6) , 320-15-07 - sup/post aug plate, l rs glenoid baseplate. (B)(6) , 320-20-00 - eq reverse torque defining screw kit. (B)(6) , 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) , 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) , 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) , 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Event description:
As reported, approximately 2 years post op initial tsa, this male patient was revised due to poly disassociation. Some metalosis was found and damage to the surfaces of the glenosphere and adaptor tray were noted due to metal on metal. New glenosphere, adaptor tray, set screws, and poly of same size were implanted and found to be stable. No complications with the surgery. Explants are returning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. H11: the complaint device was evaluated, and the reported event was not confirmed. The evaluation identified based on the provided pre-revision radiograph, it appears that the glenosphere may be abnormally articulating with the humeral tray. This appears consistent with humeral liner disassociation. On the returned humeral liner, there does not appear to be any volumetric wear on the articular surface. However, there does appear to be slight wear on the edge of the humeral liner, as indicated by the yellow dashed areas. Additionally, there appears to be abrasive wear along the entirety of the backside of the returned humeral liner. This wear pattern appears consistent with damage sustained due to abnormal articulation within the joint space following humeral liner disassociation. A greater extent of non-articular surface polyethylene wear may be noted on retrieved liners subsequent to humeral liner disassociation. Additionally, there appears to be damage along the edge of the humeral liner. Based on the sharp nature of the damage, it appears consistent with tool marks sustained during retrieval of the device. However, this cannot be confirmed from the information provided. The mushroom locking feature of the returned humeral liner appears to be damaged, as indicated by the red arrow. This damage likely occurred due to abnormal articulation within the joint space following the humeral liner disassociation. However, the series of events cannot be confirmed. Operative notes and/or medical records were not provided for review of usage/ technique.a review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.